Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the controller found replaced cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Unit pairs and charges implant and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Cleaned charger rtm connector. Excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issues charging the controller and implant. Pt was often confusing in the statements made to patient services specialist. Patient said the issue first started at the end of 2022 or early 2023, and that was when they first notified a medtronic rep about the issue; the rep met with them in person to try to get charge to ins. Patient said they were first having trouble charging and couldn't get the implant to charge, so they met with someone in person who used their controller with the patient's controller and they got it restarted again and everything was working; however, agent understood the issues persisted and were happening with both controller battery and ins. Pt said they last met with someone about a week and a half ago about the issue and was directed to call patient services (pats). Patient confirmed no damage to controller battery compartment or to the controller charging port, no li battery pack. Patient mentioned they were trying to charge the implant recently, but was seeing 'no device found;' agent reviewed that was likely coming up if ins battery was too low to communicate wirelessly. The issue was not resolved. An email was sent to the repair department to replace the controller. See pe (B)(4) regarding previous report of controller issues.  (B)(6) 2024 (B)(4) (con): pt called back stating they had not received the controller. Pt repeated pt could not turn the device on and could not charge. Asked if pt meant the controller or ins. Pt said 'everything', nothing was working. Asked pt to troubleshoot but pt was at work and did not have the equipment. Reviewed the request will be processed today. An email was sent to repair to replace the controller.

Event description:
Pt called back stating they had not received the controller. Pt repeated pt could not turn the device on and could not charge. Asked if pt meant the controller or ins. Pt said 'everything', nothing was working. Asked pt to troubleshoot but pt was at work and did not have the equipment. Pt called back and reported they were having difficulties getting their equipment up and running, even though they used both sets of batteries and swapped around all the parts for the controllers. Agent had pt confirm they were not using the aa batteries the controller arrived with and were using the replacement controller. Pt was concerned batteries wouldn't charge; agent explained role of aa batteries and pt used li battery pack instead. Pt mentioned they alerted their rep of the issues they were having since receiving the replacement controller, and they told pt to try everything they could think of before calling pats. Pt s aid they hadn't been able to charge the controller or ins for quite some time since getting replacement. Pt wondered if they would need to have this ins jumpstarted like their old. Pt said they kept getting the no device found screen and they would try and try and try but couldn't progress. Agent instructed to press 'recharge' instead; pt said they had been trying that as well, but never progressed to the passive recharge mode screens before. This time they could and reported numbers between 89 and 90. Agent reviewed how the prm process worked and pt may have to spend 10min on up to 3 cycles to get back to charging ins normally. Pt wondered if their controller was properly charged, so decided to leave charging on ac power cord (confirmed blinking green) and will try again once the controller is fully charged. Pt mentioned they couldn't find their fedex return label and thought the box they were sent was way too big to securely send controller back in. Agent sent email to repair to request another label, and alerted them to send smaller box if they thought that was an issue; ultimately told pt they would be find to send back in the box they received it in. Pt said their ins is helpful for when their pain is really bad.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.